Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity and a clinical reason for explant of deposits on lens surface affecting vision. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was indicated to be a monofocal lens. No further information was provided. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and provided that there was no patient harm, issue has been resolved and no hospitalization.